Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. The functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship between the event reported and the device. The device also failed to charge. The root causes are a blocked motor and a broken dc inlet port. The reported alarm was caused by the blocked motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the device presented full canister alarm. During service evaluation the dc inlet port j1 was found damaged and the motor was blocked therefore the battery cannot be recharged and the device was not able to generate and control negative pressure. No case involved.